Event description:
During revision surgery, the surgeon wanted to change the ceramic insert only. However, he could not fit the insert into the 58 diameter cup that was already implanted inside the patient. He was forced to remove the cup and the insert in order to complete the surgery. The surgical delay was prolonged significantly due to the incident. This incident also lead to damages to the bone. After the surgery, the surgeon checked that the cup removed was a size 58 diameter and tried again unsuccessfully to fit the insert into the cup. He also checked the label on the packaging of the insert to verify if the correct dimensions were mentioned on the label (32 mm ID, 58 mm od). He also checked that the size of the insert delivered by depuy was greater than the size of the insert he removed. He concluded that there's a labeling error on the product.

Manufacturer narrative:
The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. A complaint search and a review of the manufacturing records were carried out and no anomalies were found that may have contributed to the complaint. Should additional information be received then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.